Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered a red call doctor (rcd) notification. The ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the rcd notification was the result of high, out-of-range shock impedance measurements, likely due to age deterioration. They planned to monitor the right ventricular (rv) lead. The ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered a red call doctor (rcd) notification. The ICD system remains in service. No adverse patient effects were reported.